Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. The sample was evaluated and observed that the exterior of the sample did not found any evidence of a failure that would support the reported event. There was no dent on the surface of the returned catheter. The catheter could be inflated and deflated without difficulties. The catheter balloon was inflated with 10 ml of water using normal fill technique and the balloon inflated without difficulty in 10 seconds and the inflation funnel did not balloon out during the inflation. The catheter balloon was deflated and reinflated again the balloon with quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during the inflation. The device did not fail to meet the relevant specifications. The product did not caused the reported failure. A potential root cause for this failure mode could be manufacturing related due to operator error or mechanical error or user related or mishandling product or thin rubberized layer. However this could not be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: federal (u.sa.) Law restricts this device to sale by or on the order of a physician. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: do not aspirate urine through drainage funnel wall. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Do not use if package is damaged. Recommended indwelling time not to exceed 28 days. This is a single use device. Do not resterilize any portion of this device. Reuse and or repackaging may create a risk of patient or user infection, compromise the structural integrity and or essential material and design characteristics of the device, which may lead to device failure, and or lead to injury, illness or death of the patient. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities. 5ml balloon: use 5ml sterile water. 10ml balloon: use 10ml sterile water. 30ml balloon: use 35ml sterile water. Do not exceed recommended capacities. Indication for use: drainage of urine. Directions for use: 1. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 2. Using proper aseptic methods, remove catheter from package. 3. Prepare patient per hospital or nursing recommended procedure. 4. Proceed with catheterization using standard techniques. 5. Inflate the 10ml balloon with a maximum of 10 ml sterile water by using a water filled luer-tip syringe. Do not use a needle tip syringe to inflate balloon. 6. Connect catheter to collection container. 7. To deflate the 10ml balloon, gently reinsert the luer tip syringe into the valve and aspirate. Caution: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure in the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Correction: a, b, d, e, f, g. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that none of the fluid appear to be entering the balloon or the foley catheter itself when the user tried to inflate the injection tube with a syringe. Per additional information received via email on 11mar2021 it was stated by the customer that there were two more instances of significantly defective products.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the none of the fluid appear to be entering the balloon or the foley catheter itself when the user tried to inflated the injection tube with syringe.